Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/11/2024, it was reported by a distributor via (B)(4) that an ar-2260 implant system drill pin had a ridge on the middle section of the pin and the drill bit could not advance past the ridge. This occurred during use in a case with no patient effect. Case was completed using a new pin.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.